Event description:
It was reported by the sales rep that the expressew iii needle device had an unspecified malfunction during in-house engineering evaluation, it was determined that the needle tip was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI:(B)(4). E3: reporter is a j&j sales representative. Investigation summary - the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The needle was received in used condition. The needle tip was found broken; the broken piece was not returned. Due to the needle condition the functional test was not performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause could be attributed to repeatedly passing the needle through excess tissue causing the needle to fatigue and break, however, this cannot conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.